Event description:
It was reported during deployment, some of the filter feet stuck on the end of the sheath. After manipulating the device, the doctor was able to free the legs and deploy the filter; however, the filter was placed suboptimally one vertebral body lower than where intended. There was no patient injury reported.

Manufacturer narrative:
Device history report could not be reviewed as the lot number is unknown. No sample was returned, so no evaluation was done. It is unknown if patient or procedural issues contributed to this event. Handling of g2 filter system from the IFU: the current IFU (information for use) states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: the current IFU (information for use) states the following: delivery of the g2 filter through the introducer catheter is advance only retraction of the usher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter